Event description:
A peritoneal dialysis (pd) nurse reported that a pt had contamination peritonitis. The following peritonitis was found during review of medical records provided by the pt's treatment facility. A home visit was done by the pd nurse as f/u post diagnosis of peritonitis. The pt had finished all antibiotic treatment.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.